Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -3.5/+1.0/075 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The patient now has low vaulting and refractive change over time. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial and dry with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Additional information: it was later reported that on (B)(6) 2022 the lens was exchanged with a longer length lens. This did not resolve the issue as the surgeon noted "ucva is very good; vaulting still very low. The surgeon decided to keep the lens in the eye and do a close monitoring". Claim#: (B)(4).